Event description:
A home patient contacted baxter's technical service center regarding a "check heater line" message that appeared on the display of the home patient's homechoice machine during fill 1 of the automated peritoneal dialysis therapy. Per initial report, the home patient swapped out the heater bag being used at the time of the alarm with a new heater bag. The home patient then cycled the homechoice machine off/on several times and was at the "warming solution" stage, prior to therapy. Baxter's technical service center assisted the home indicated at the time of the initial report.